Event description:
It was reported that an alert/notification settings issue occurred. The wearable was inserted into the skin. On (B)(6) 2025, it was reported that the patient¿s caretaker found the patient lying on the ground after she had ¿fainted¿. When the caretaker found her, the patient was reported to be aware of her surroundings. No injuries were reported from the patient¿s fall to the floor. The patient reported that she did not receive an alert on her dexcom receiver notifying her of bg level (the patient did not specify whether this was a low or high alert). The patient¿s caretaker called emergency medical services (ems). Once ems arrived, the patient could not recall if a bg meter reading was taken, however, she was transported to the emergency room (ER). At the ER, the patient¿s bg meter reading was 66 mg/dl. The patient was provided with unspecified medications that she could not recall. At an unspecified time later, the patient bg level went ¿high¿ (no specific value reported). The patient was given metformin. The patient was discharged after 10 days. The patient was feeling ¿fine¿ at the time of report. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information was available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.